Manufacturer narrative:
Title: comparison of transection techniques in pediatric major hepatectomy: a matched pair analysis source: hpb accepted 13 february 2023 d10 concomitant product/s: unknown ligasur unknown ligasure instrument lot #:unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared three liver transection techniques in pediatric patients who underwent major liver resection between 2008 and 2020. Three liver transection techniques were compared; transection with ligasure small jaw open sealer was applied in 15 patients, stapled hepatectomy with endo gia with 45mm or 60mm reload was performed in 15 patients and transection with a competitor device was applied in 15 patients. There was no incident of malfunction before or during surgery that was reported for the manual linear stapler. One patient had post-hepatectomy hemorrhage and blood transfusion was required. Comparison of transection techniques in pediatric major hepatectomy: a matched pair analysis: juri fuchs, 2023, 2023 international hepato-pancreato-biliary association inc.